Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "system fault 36", "system fault 37", and "defib fault 85" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the system board was replaced. The system board was returned to zoll medical corporation, (B)(4). The malfunction was attributed to a faulty integrated circuit on the system board. Analysis for reports of this type has not identified an increase in trend.